Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with cefazolin, fluconazole and amikacin for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was stopped and re-introduced. The cause and hospitalization were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a2, b3, b5 and b6. B3: the correct date of event is 12/18/2022. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis. The cause of peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.